Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that the cable failure was due to water ingress from the perforated portion of the cable, causing the cable to fail. The event can be detected/prevented by following the description of the cable flooding in the operation manual: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus and the evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head did not work. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image due to a defective charged-coupled device and a faulty perforated video cable due to water invasion. This report is to capture the reportable malfunction of no image on the display noted at estimation.